Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of device ineffective ("permeability of the fallopian tube after essure insertion") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device ineffective (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal by laparoscopy). Essure was removed. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 06-aug-2018. The most recent information was received on 21-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of device ineffective ("permeability of the fallopian tube after essure insertion") in a female patient who had essure inserted. On (b)() 2015, the patient had essure inserted. On an unknown date, the patient experienced device ineffective (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal by laparoscopy). Essure was removed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2018: quality-safety evaluation of ptc incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.